Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot while charging which caused the pump to become "melted and warped". Reportedly, the issue caused the customer's hand to be burned. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.